Event description:
It was observed that during the device evaluation, the cable was cut and the camera head exhibited no image. There was no patient involvement.

Manufacturer narrative:
E3-non-health care professional; e2-no the product analysis confirmed that there was no image as the cord was cut. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issues. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.